Manufacturer narrative:
It is reported that the balloon "failed to inflate due to a hole in the balloon catheter." Pci was being performed on a 60-70% occluded lesion in the mid lad. There was no difficulty advancing the device to the lesion. The product appeared normal before the procedure and prepped normally. The type of contrast media used was not available but the contrast to saline ratio was 50/50. A syringe was used for inflation. The product did not inflate at all and therefore the user removed the product from the patient without difficulty. There was no injury to the patient. The procedure was successfully completed with another product. One non-sterile sds cypher us rx 3.00 x 18 was received for analysis. The stent remained mounted on the sds balloon. Blood residuals were observed in the inflation lumen. Inflation of the returned catheter with water revealed a shaft leakage at approximately 28 cm proximal from the distal end, just at the guidewire port. No balloon leakage was observed during the inflation test. Sem analysis performed on the received unit revealed evidence of surface damages in the distal part of the sds transition seal that might have caused the shaft leakage. A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint, including balloon inflation/deflation and leakage tests performed during manufacturing process. The reported balloon inflation difficulty was confirmed. The cause of the reported failure might be related to the damages observed during sem analysis performed to the sds transition seal. The exact cause of those damages could not be conclusively determined. However, neither the product analysis nor the DHR reviews suggest that the failure could be related to the manufacturing process and no corrective or preventive actions will be taken at this time. Inspections are in place to prevent this type of damage on sds from leaving the facility. Based on the presence of surface abrasions on the sds transition seal, it appears that vessel characteristics and/or procedural factors may have contributed to the event.

Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
It is reported that the balloon failed to inflate due to a hole in the balloon catheter. Pci was being performed on a 60-70% occluded lesion in the mid lad. The lesion was not calcified and there was no vessel tortuosity. There was no difficulty advancing the device. The product appeared normal before the procedure and prepped normally. It was easily removed from the patient and was intact. There was no injury to the patient.